Manufacturer narrative:
G2: country of origin - germany. H3: product analysis product:7576555 ; lot# 0289122w after visual and optical examination and functional testing, it appears that the threads of the screw have been damaged. This is consistent with misalignment. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a device used in sextant p rocedure. It was reported that after inserting the rod, the surgeon tried to close the screw with the setscrew, the setscrew did not grab, but turned in the tulip. The screw and setscrew were exchanged. Levels implanted were l4-s1. Pre-operative diagnosis for this procedure was herniated disc, spinal stenosis, spondylolisthesis. No treatment or additional surgery performed as a result of this event. There were no patient symptoms associated with this event and no further complications were reported/anticipated.